Event description:
It was reported that the colonovideoscope exhibited foreign material in the suction channel. The issue was found during preparation for use for an unknown diagnostic procedure and the procedure was completed with a similar device with no delay. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no foreign object clogging was confirmed in the suction channel, and no foreign body could be identified. The event can be detected/prevented by following the instructions for use which state: I) gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection ii) gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.